Event description:
While the customer was using a cavitron select sps g124, they allege that the insert tip and handpiece get very hot.. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Unit serial number: (B)(6), handpiece/sterimate lot number-(old-202309) (new-202402), handpiece cable lot number-(old-01240) (new-03240), repair tech: gpb, qa: rb, root cause: emv hp; cable, conn/gun cable open. No operation due to an open condition in the handpiece cable (reason for handpiece/sterimate getting hot/no water flow), handpieces/sterimate was leaking water, debris buildup in the water filter causing poor water flow. Note: replaced damaged/worn components and recalibrated unit to factory specs.